Event description:
The MFR rec'd info alleging a cannula which was connected to everflo oxygen concentrator caught on fire, while in use, when the pt was smoking a cigarette.

Manufacturer narrative:
The device was returned to the MFR for eval. The device had no evidence of thermal damage to the internal components or to the external cabinet. It was reported the pt was smoking while using the device. The MFR reviewed the user manual for the millennium device. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame." Product labeling also states, "the device is not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The MFR concludes the pt was smoking while using the millennium device. The MFR confirms the product labeling is adequate in providing warnings of open flames.